Manufacturer narrative:
In response to FDA report number mw5092088. Unknown side sn provided as (B)(4). The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported via regulatory agency, left side silicone rupture and persistent arm pain. Patient additionally reported "breast implant illness, inability to regulate thyroid, 60 lbs. Weight gain, depression, arthritic symptoms, and trigeminal neuralgia"; these events are not related to the device. Device remains implanted.